Manufacturer narrative:
The customer reported that no alarms were provided as the patient's condition deteriorated and expired. Based on the available information, the device was tested post incident and was found to be performing to specifications. Philips is reporting this only because a patient death occurred while being monitored using one of our devices. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that no alarms were provided as the patient's condition deteriorated and expired.